Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of the additional device required to retrieve the partially deployed stent. Block h11: an ultraflex tracheobronchial stent was returned for analysis; the delivery system was not returned. Visual inspection of the stent found it was fully deployed. However, media analysis was performed on photographs provided by the complainant, where it could be observed the stent not fully expanded. Product analysis confirmed the reported event of stent partially deployed based on media analysis. The photographs show the stent not fully expanded, which indicates that the stent was partially deployed during the procedure, despite the fact that the stent returned fully expanded. The investigation concluded that since the stent was returned fully expanded, there was a slow expansion issue on the stent. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system. This means the stent will be compressed more and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Based on the available information, there is not enough evidence to confirm the reported event. Therefore, cause not established is selected as the most probable root cause.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted in the main airway to treat a 20 mm metastasis compressing the trachea that resulted in severe stenosis and expiratory dyspnea during an airway dilation procedure performed on (B)(6) 2025. During the procedure, the stent could not be properly deployed in the patient. The partially deployed stent was removed using respiratory tract biopsy forceps clipping the green thread at the end of the stent. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of the additional device required to retrieve the partially deployed stent.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted in the main airway to treat a 20mm metastasis compressing the trachea that resulted in severe stenosis and expiratory dyspnea during an airway dilation procedure performed on (B)(6) 2025. During the procedure, the stent could not be properly deployed in the patient. The partially deployed stent was removed using respiratory tract biopsy forceps clipping the green thread at the end of the stent. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.